Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was determined that the device had a bent and drilled tip and failed cutter insertion. It was determined that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. It was determined that this was because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was determined that this failure was caused by worn out bearings from normal wear over time. It was determined that the issue with the bent and drilled tip was consistent with excessive force being placed on the device during use, which is user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the craniotome device was not working. During service and repair, it was observed that the device had damaged components - bearings and failed the following assessments at pre-repair: visual assessment, lock operation, cutter insertion. During evaluation, it was determined that the device had a bent tip and drilled tip. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.